Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. No physical damage was found on the device. Functional testing could not confirm the reported issue. However, it confirmed that lec 1310 was displayed during the self-check. It is possible that the user did not use the battery with it inserted for a long period of time. Preventively, software re-install. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that "the error occurred several times". There was no patient involvement and no patient harm/adverse event reported.